Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.25mm x 12mm nc emerge balloon catheter was advanced for dilation. However, on the second inflation at 16 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the evaluated. Microscopic examination revealed a longitudinal tear in the balloon 5mm from the tip and approximately 8mm long. The balloon is loosely folded. There is blood present in the balloon and inflation lumen.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.25mm x 12mm nc emerge balloon catheter was advanced for dilation. However, on the second inflation at 16 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported.